Event description:
Event description guidant received information that telemetry was unable to be established with this pacemaker. In addition, there was no evidence of pacing output and no response to magnet application. It was also noted that the gas gauge pointed to approximately one quarter remaining at the previous follow-up less than two months prior. The patient had an underlying rate of fifty beats per minute and no symptoms were reported. The device was explanted and successfully replaced.